Event description:
It was reported that the device has confirmed lens and front case were damaged. During investigation found the dso seal detached. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device has confirmed lens and front case were damaged. During investigation found the dso seal detached. This malfunction makes the event reportable. Review of event log/alarm history found that the events of cassette attachment failure that confirms the complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was confirmed during the visual inspection test, the lens was replaced with a new one, additionally the dso (downstream occlusion) seal was changed as well. The performance verification test was performed, and the device passed all testing criteria.